Event description:
It was reported that the device had the wrench icon after installation of a charge-pak (internal battery charger). Physio-control evaluated the device and found that the internal hlc battery was depleted. The device was unable to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be a process residue around the fl9 filter on the alonso pcb assembly. The issue resulted in excessive current leakage to deplete the internal hlc batteries. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.